Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# va11x1n, implanted: (B)(6) 2015, product type: lead product ID: 3093-28, lot# v208206, implanted: (B)(6) 2009, explanted: (B)(6) 2015, product type: lead. Product ID: 3058, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator.

Event description:
Information was received from a patient who was implanted with a neurostimulator for interstim-other. It was reported that the patient was feeling shocking and no stimulation. It was reported on the night of (B)(6) 2015 the patient felt a snap and passed out on the floor. She was being electrocuted and was drenched in sweat and she had to be picked up off the floor by her husband. Her patient programmer (pp) couldn't communicate with the device. Stimulation was on until the (B)(6) and even if she moved, such as when she breathed wrong, she would get shocked. They saw the doctor on (B)(6) 2015 and they had to turn it off with the clinician programmer (cp). The patient had the device replaced on (B)(6) 2015. They said that when they replaced it there was a "live wire" back there, and one piece broke off and they left it in. Ever since (B)(6) 2015 her back had been in constant spasms. The patient had been to the doctor and they said they hadn't seen this and it should not be happening. The patient had not gotten better, and she was in so much back pain they scheduled for surgery on (B)(6) 2016 to have the device removed. The patient was at the hospital and all prepared and ready to go. They had a manufacturing representative (rep) come, she thought, and check the device the morning of the surgery to remove the device. They decided to cancel the surgery all together because they said the box was working just fine. They were going to send her to a neurosurgeon. They sent her off to have a myelogram because she could not have an MRI. She was scheduled on monday to have a nerve conduction test, and tuesday to start pain management. It was noted that prior to this she was running 3-5 miles and working 60 hours. Now she did not bend well and she could hardly pick up a gallon of milk without major pain. The patient could not lift her two grandbabies up and one was not even 20 pounds yet. The issues started on (B)(6) 2015.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. Patient further clarified that they felt "the device snap in their back when they leaned back in bed and then they leaned forward and after the snap they were on the floor. Patient stated even on the medical records it says device malfunctioned in their back and number 3 electrode broke off. Patient also stated ever since it snapped, they have still been screwed up and they can hardly walk. They had to use a cane and don't hardly bend over". They followed up with the healthcare provider (hcp) on (B)(6), the day it was happening. Patient was informed by the hcp that "they didn't think the low voltage patient was on could be enough to be electrocuting them. Patient stated the hcp didn't give them an appointment for 6 days, so for those 6 days it was randomly electrocuting them". Patient stated they had surgery on (B)(6) 2015 that "didn't fix anything and they kept getting worse and worse". There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received form the patient stating that their device broke and caused them issues and that they had already called about those issues and replied to the follow up letter already. The patient also reported that their medical records indicate that their ¿medical device malfunctioned in their back¿. It was reviewed that the patient¿s healthcare provider was welcomed to send the device back for analysis. No further complications were reported.